Event description:
It was reported that the device has been alarming because of the atrial lead impedance "measurement not taken" message being displayed and the caller would like to know why. The patient reported that the medtronic representative turned off the beeping, but the patient was still concerned there was something wrong with the system and this made the patient uncomfortable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Review of the daily pacing lead impedance data showed that 9 daily atrial pace impedance measurements were missing between (B)(6) 2010. Patient alert triggered on (B)(6) 2010 due to atrial pace lead impedance not taken by the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device has been alarming because of the atrial lead impedance "measurement not taken" message being displayed and would like to know why. The lead remains in use. No patient complications have been reported as a result of this event.